Event description:
According to the reporter: the clip scissored the vessel along with some blood loss. The amount of blood loss was not reported. There was about 15 minutes delay. No further report of surgery issue was made.